Manufacturer narrative:
Sample from the patient was submitted for investigation. The ft3 results was found to be within the reference range. An interfering factor was identified in the sample. The interfering factor is documented in product labeling for the assay. The incidence rate of the interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for two patient samples compared to the results from a centaur analyzer. Of the data provided, only the results for one of the samples were discrepant. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample was submitted for investigation and was tested on acobas86000 e 801 module, a cobas 6000 e 601 module, and a cobas e 411 immunoassay analyzer. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event.